Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that an unknown duration of signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A transmitter bluetooth pairing test was performed and passed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).